Manufacturer narrative:
Battery was supplied as a consumable following preventive maintenance, and no any reportable malfunction was alleged. Thus this case is updated to a non-complaint.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the battery was requested under contract during preventive maintenance. The resolution involved requesting a new rechargeable li-ion battery pack, which successfully resolved the issue.

Event description:
Philips received a complaint on the defibrillator indicating that customer needs to order battery. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.